Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization eua# (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with an oxiris set, an external fluid leakage was observed. It was reported the leakage was due to "suspected" effluent tube damage. The device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.